Manufacturer narrative:
(B)(4). Approximate age of device - 6.5 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was non-compliant with medications and had dark/iced tea colored urine, increased shortness of breath when walking short distances at home, cold symptoms with productive cough, and back pain radiating down the left leg. High pump power levels of around 8 watts were observed with an estimated flow rate of 9 lpm. The patient's lactate dehydrogenase levels increased from 477 u/l on (B)(6) 2015 to 755 u/l on (B)(6) 2016. The patient's ldh continued to increase up to 1340 u/l on (B)(6) 2016 and 1240 u/l on (B)(6) 2016. The patient was admitted for evaluation and interrogation of the lvad revealed 2 pump stoppages that had occurred on (B)(6) 2016 while the pump was supported by a power module. The patient heard the alarm but reported that it was thought to be due to a power surge. The interrogation also showed elevated pump power levels of 10-11 watts. The patient had an inr of 1.9 upon admission and was started on intravenous heparin. A CT scan showed a 13% migration of the inflow conduit towards the lateral left ventricle wall, and right heart catheterization showed evidence of right heart failure with a pulmonary wedge pressure of 50 mmhg. The patient was started on milrinone and underwent a pump exchange (B)(6) 2016.

Manufacturer narrative:
Device evaluation: the report of inflow conduit migration could not be confirmed. The inflow conduit was not returned for evaluation. However, the report of pump thrombus was confirmed during the evaluation of the returned device. Examination of the pump blood-contacting surfaces found a small, tissue-like deposition loosely seated on one of the outlet stator blades. Small fragments of tissue similar in appearance were also noted between the outlet bearing and the two other outlet stator blades. The depositions were not adhered to the pump surfaces and did not show laminated layering, indicating the depositions did not form in the outlet stator. However, contact marks were identified on the pump rotor and outlet bearing cup, indicating that the depositions were present while the pump was operating. Although the observed depositions did not appear large enough to obstruct flow, they could have potentially contributed to the reported increase in the patient¿s lactate dehydrogenase level and hematuria. The depositions also could have also caused increased rotor drag and contributed to the reported power elevations. However, the evaluation could not conclusively correlate the observed depositions to the pump stoppage event that was recorded in the submitted system controller log file. In addition, the specific origins of the depositions could not be conclusively determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Although a correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.